Event description:
The patient contacted animas on (B)(6) 2012 and claimed she had unexplained low blood glucose of 30 mg/dl on (B)(6) 2012 near 5 pm. She reportedly felt drunk at the time of concern but managed drove to her uncle's house where she drank a coke to bring her blood glucose up. After she consulted with her endocrinologist, the doctor recommended that she cut her basal regime in half. During troubleshooting, the animas representative assessed the patients alleged blood glucose excursion by evaluating the animas pump. It was around 11 am on the day of concern when she primed the pump and had 180 units in the cartridge. 6 hours later, at 5 pm, the cartridge had only 113 units. According to the patient, she was not sure what she did with the pump on that day. The patient did not want to complete troubleshooting since she worked the nightshift and needed to sleep. Animas made several attempts to contact the patient to obtain more information on different days but was not successful. This complaint is being reported because the patient had low blood glucose of 30 mg/dl while using the animas insulin pump. It is not clear whether diabetes management, product malfunction, use error, or intentional misuse attributed to the alleged hypoglycemia.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. A review of the black box shows suspend alarms followed by multiple unacknowledged "exceeds max basal" alarms on (B)(4) 2012 at 15:30. There were no more deliveries in the pump history after that time. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.